Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at 12 atms on the second inflation. The pressure reached on the first inflation is unknown. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.